Event description:
It was reported that intermittent occlusion alarms occurred. Customer continued to use the pump for insulin therapy and reported the cartridge would be changed. There was no adverse impact to customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.